Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument was difficult tock. Ater locking, the lock could no longer be released. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) was found to have the instrument grip open lever dislodged on the instrument causing the lever not to engage. The lever was returned with the instrument. There was no damage found.

Manufacturer narrative:
Intuitive received additional information. The customer wiped jaw out of the patient¿s body. The issue with the instrument did not occur after a system fault. Jaws were not stuck on tissue. There was no bleeding and no blood loss. There was no intervention. Blood transfusion was not administered.

Event description:
Refer to h11 for follow-up information.